Event description:
It was reported that the pump has a sticking keypad and that the arrow buttons have become hard to press. The pump reportedly has not been exposed to water and does not have any visible damage to the buttons. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and supplemental report will be filed. No conclusions can be drawn at this time.